Event description:
The customer observed falsely decreased alinity I cyclosporine results on one patient. The results provided were: on (B)(6) 2022 sid 0523479001=63.4 ng/ml /repeated=112.4 ng/ml /after calibration=66.5 ng/ml and 170.0 ng/ml the customer process same specimen with new lot number of reagent 32283fn00 on (B)(6) 2022 initial=95.8 ng/ml /repeated=159.4 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of alinity I cyclosporine reagent lot 25679fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of 12 months of complaint data did not identify any adverse trends or any non-statistical trends or any atypical complaint activity associated with this described issue. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Per product labeling, the steps for the manual pretreatment procedure must be completed precisely and in immediate succession. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. If the cyclosporine results are inconsistent with clinical evidence, additional testing is recommended. Individual cyclosporine values cannot be used as the sole indicator for making changes in treatment regimen and each patient should be thoroughly evaluated clinically before changes in treatment regimens are made. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I cyclosporine reagent lot 25679fn00.